Event description:
During index procedure the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the popliteal of the right leg. Device was successful. Approximately 13 months post index procedure, the femoral-anterior tibial artery bypass of the right popliteal was occluded. The occlusion was treated with pta <(>&<)> stenting 7 days later. Investigator reported that the event was not related to the study device, procedure or paclitaxel. Patient is reported to have recovered.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (occlusion of peripheral artery). Evaluation conclusion: known inherent risk of procedure (occlusion of peripheral artery). (B)(4).

Manufacturer narrative:
Cec adjudicated that the previously reported occlusion of the femoral-anterior tibial artery bypass was a clinically driven target l esion revascularisation that was related to the device but not related to the procedure or drug.